Event description:
Reason(s) for revision: component loosening.

Event description:
Revised for alval.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Other text: not returned.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision asr hip resurfacing system - left reason(s) for revision: component loosening. 16/1 - update from crawfords spreadsheet dated 21 december 2011- changed reason for revision. Update: patient dets added as per update email received 13 july 2012. Update jul 24, 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: sep 20, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 24, 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: sep 20, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claimsuite alerts received. Claimsuite alleges alval/soft tissue reaction. Doi:(B)(6) 2005; dor: feb 08, 2011; left hip.